Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 80.0 cm from the proximal end and kinked approximately 25.0, 55.0, and 83.0 cm from the proximal end. The coil was detached from the pusher assembly. Conclusions: the complaint has been evaluated. The complaint indicated that during the procedure, the ruby coil pusher assembly became fractured while being advanced, and was not used. Evaluation of the returned device confirmed the pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully at an angle during insertion into a catheter, damage such as this may occur. Ruby coils are 100% functionally tested and visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. Prior to interaction with the patient, the ruby coil pusher wire broke while being pushed. The physician decided that another coil was not needed and ended the procedure.